Event description:
Subsequently, approximately, one month later, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that remote monitoring of this implantable cardioverter defibrillator (ICD) revealed a low voltage capacitor alert. This information will be provided to the physician for their review. In addition, a memory download was provided to technical services for their review. Engineering reviewed the data and confirmed the fault code. No other faults or resets were found in the device memory. As the device hardware is not detecting the loss of battery energy, the battery status indicators are not reflecting the depletion condition and are inaccurate. Device replacement is recommended. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted and in service. When additional information becomes available, this event will be updated.